Event description:
The customer reported having unexplained high blood glucose. The customer stated that he has not been using the insulin pump for over a month due to several episodes of high blood glucose. The blood glucose reading at this time was over 400mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. Ran a fixed prime test and the test passed. Performed a high pressure and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.